Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) punch (aortic cutter) split in 2 parts when the surgeon attempted to use it. It broke when the surgeon tried to deploy the punch. The surgeon used a punch from a second hsk-3038 kit. There were no adverse effects to the patient.

Manufacturer narrative:
Corrected section: h-3 device not eval provide code: from "other" to "device evaluation anticipated, but not yet begun." Trackwise ID # (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) punch (aortic cutter) split in 2 parts when the surgeon attempted to use it. It broke when the surgeon tried to deploy the punch. The surgeon used a punch from a second hsk-3038 kit. There were no adverse effects to the patient.

Manufacturer narrative:
Trackwise #(B)(4). Specific actions for the reported/analyzed failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
N/a.

Manufacturer narrative:
Trackwise # (B)(4). Analysis of production (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Historical data analysis for similar complaints: (4109/213/67)the review of the historical data indicates that no other similar complaints was reported for the same lot number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period apr 2019 through mar 2021 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Testing of actual/suspected device & testing of raw/starting materials: (10 & 4105/13 & 22). The device was returned to the factory for evaluation on 03/22/2021. An investigation was conducted on 04/04/2021. Photographs were provided by the account. The aortic cutter was observed to be split the base of the aortic cutter. The needle was observed to be slightly bent. The base of the aortic cutter was also visualized in a photograph. The aortic cutter was observed to be deployed. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The aortic cutter was observed to be in a deployed state with the needle bent. The aortic cutter housing cover was split at the joints but was not completely detached. There were no components separated. There was only a split/gap identified at the joints of the housing. The blade and the needle were extended outside the cutter. An engineers evaluation was conducted on 05/11/2021. Per (B)(4) the extension of the blade was measured at 0.4040¿¿ which is within the specification. The needle was bent. The covers were separated to inspect the internal assembly. The spring was measured and investigated for any damages. The length of the spring was measured at 4.517¿¿, the spring outer diameter was measured at 0.45175¿¿ and the diameter of the spring wire was measured at 0.4525¿¿. The diameter of the spring wire was measured at 0.035". All the measured dimensions were within the specifications. There were no non-conformities observed with the spring. Based on the return condition of the device and the evaluation result, as well as the photographic inspection, the reported failure "material separation" was confirmed as well as the analyzed failure "material twisted/ bent needle" . The DHR, shop floor paperwork was reviewed. The device lot conforms to all applicable product specifications. No non-conformances are observed.